Event description:
It was reported that a system error (se) 2367 alarm (power failure error that discontinues the present therapy and is due to a possible air in set/line) occurred on the homechoice (hc) device during dwell 3 of 5. The home patient (hp) stated that they turned the hc off and disconnected. The technical service representative (tsr) reviewed the alarm log where the se 2367 was found and the tsr explained the alarm. The alarm had been cleared and the hp was told to start over with new supplies or do manual therapy. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. If additional relevant information is obtained, then a follow-up MDR will be submitted.